Manufacturer narrative:
The t:slim user guide states, "insert a new infusion set and connect filled tubing to site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer delivered a bolus but realized that she had not connected at the infusion site. Customer connected to the site and delivered a correction bolus to address blood glucose of 435 mg/dl.